Event description:
A valiant thoracic stent graft system was implanted for the endovascular treatment of a thoracic dissection under physician sponsored (B)(4). It was reported, presented at a follow-up with a persistent type 1 endoleak and proximal aortic dilatation. The three year post tevar for a chronic descending thoracic dissection with aneurysm enlargement. After a review of the CT and discussions with the pt and the family, the pt opted for an endovascular exclusion of the endoleak. The type 1 endoleak was successfully treated and an ivus interrogation following completion of the procedure demonstrated excellent stent-graft vessel apposition. An angiographic exam confirmed the absence of the type 1 endoleak, exclusion of the proximal dissection tears and transgraft flow to the left subclavian artery. A CT scan done two days post-op also confirmed the resolution of the previously seen type 1 endoleak. No clinical sequelae were reported and the pt is fine. No further info is available. Please note that this model number tf3838c200xc is not approved in the united states; however, it is similar to the vamf3838c200tu which is approved in the united states.

Manufacturer narrative:
Results: endoleak, no further info available. Conclusion: no further info available.